Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, it was reported that the patient experienced no audio output which occurred the same day the sensor was inserted in the abdomen. According to the report, the receiver did not alarm to let the patient know that her sugar was dropping. The patient experienced loss of consciousness. 911 was called and the patient was treated with unspecified glucose and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was ok. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.